Event description:
It was reported that the patient presented to the clinic after receiving an alert for high hv lead impedance. The physician suspects the device had pulled down and migrated due to excessive chest tissue. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.